Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
The peritoneal dialysis nurse (pdn) reported a system error (se) 2267 (air in line) alarm, followed by a se 2367, on the homechoice (hc) during dwell 3 of 4. The home patient (hp) was connected to the hc at the time of the alarm. The technical service representative (tsr) explained the alarm to the pdn. The pdn had already cycled the power and received the se 2367. The pdn stated she didn?t see any leaks and they would use a manual bag in order to finish the treatment. Therapy with the hc would be started over the following day. There was patient involvement, however no adverse event was indicated at the time of the initial report.